Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a needle stick injury occurred with a 1 ml bd¿ syringe with permanently attached bd safetyglide¿ safety needle 27 g x 1/2 in". It is unknown if the injury occurred before or after patient use or if medical interventions were provided.